Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) procedure, pressure was applied to the cypher 2.5 x 28 mm stent delivery system (sds) balloon, but the balloon inflation was not observed during angiography. The physician applied ten (10) atm of pressure five (5) times, but the balloon would not expand the stent in the patient. The sds with the stent still attached was removed from the patient. The physician inspected the system outside the patient, and no kinks or leakage was observed. The sds balloon was inflated without problems outside the patient. A taxus stent was used to complete the procedure successfully. There was no reported patient injury. The physician's comment was that there was no indication why the balloon did not inflate.

Manufacturer narrative:
The target lesion was the proximal/mid left anterior descending (lad). The lesion was reported to be: a 90% stenosis, and not calcified or tortuous. The lesion was pre-dilated with a lacross balloon/details not available. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.